Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a lowest blood glucose of 40 mg/dl for about one hour while also inquiring about availability of the ilet mobile app on the google play store. Symptoms included low blood glucose without loss of consciousness or other acute sequelae. Outcomes included the need for self-treatment with oral carbohydrate and temporary interference with daily activities. Investigation included complaint handling, user interview, and troubleshooting with education regarding app availability and use. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemic event. It was concluded that the event was user-experienced hypoglycemia with cause unclear, and the device was not confirmed to have contributed.